Manufacturer narrative:
(B)(4). Batch # k90z4g. The device was received with upper retention pin bent and the I-blade upper tip broken lifted. In addition, the cable was cut off. The cable cut off is not related with complaint. Due to the returned condition of the device, no functional testing could be performed with the generator. Therefore, we are unable to investigate further the activation issues. A probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 08/01/2016.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, it was reported is that the surgeon clamped onto tissue, the jaws broke possibly leaving part of the hinge mechanism in the patient. An x-ray was performed - no fragment was discovered. The unit is assuming that the fragment was retrieved via suction. Case was completed with a new device. Case delayed by forty minutes. There were no adverse consequences for the patient reported.